Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing myopotentials and the minute ventilation (mv) signal on the right atrial and right ventricular channels. High out of range pacing impedance measurements have also been observed on both channels. The mv sensor was turned off and the crt-d remains in service. No adverse patient effects were reported.